Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared, even though customer was using tandem charging cable, wall adapter, and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to leave wall adapter plugged into a working outlet for at least 30 minutes, pump began charging using original charging supplies.